Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report#1627487-2018-07982. Reference MFR report#1627487-2018-07989. Reference MFR report#1627487-2018-07993. It was reported the patient¿s extensions eroded behind the ear. As a result, the physician re-implanted the lead deeper under the skin on (B)(6) 2018. Cultures were taken. At the follow-up appointment the incision site showed no signs of infection and incision from surgery healed nicely. The patient is part of a 'progress' clinical study.